Event description:
Per the clinic, the patient experienced a performance decrement with the device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.